Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not power on. There was no reported adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. The device failed to turn on. On further visual inspection j18 pin 50 was found to be bent and making electrical short contact with pin 49. This caused fuse f7 to blow due to high current in the power board and the unit will not power up.